Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2mr balloon catheter. The device was microscopically and visually examined. There was contrast present in the inflation lumen and balloon. There was blood in the guidewire lumen. The balloon was loosely folded. The device was soaked in a water bath to break up contrast in the device. The device was then prepped with an inflation device filled with water and connected to the inflation port to inflate the device. The balloon was able to be inflated to rated burst pressure and maintained pressure as well as deflated with no issues.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.00mm x 20mm maverick balloon catheter was advanced for dilatation. However, during the third inflation at 6 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patients status was stable.